Manufacturer narrative:
Implant date: (B)(6) 2019. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's eye in (B)(6) 2019. Refractive surprise was observed. Reportedly"patient is considering icl exchange." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - patient code: 2692 should be corrected to 2137. H6 - result code: 213 should be corrected to 114. (B)(4).